Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the collimator; the reported complaint was confirmed through visual/physical examination and functional testing. The collimator failed the bench test, and the homing and burn-in test failed as well. It was determined that there was a mechanical failure with the collimator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000168, serial/lot #: (B)(4) : s/n (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. It was found that intermittently the collimator didn't move the blades during boot up. The rep replaced the collimator and aligned it to the source/detector. The system then passed the system checkout and was found to be fully operational. The collimator was returned to medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a l3-l5 lami fusion procedure. It was reported that during the clinical case the system would not expose. The site tried to reboot several times with no resolution. Additionally, the pendant displayed an ¿initializing collimator, please wait¿ message and it would not clear. At the time of the call it was unknown if they continued to use navigation. However, it was later reported that the surgeon moved forward without using this imaging system and switched to another medtronic imaging system. There was a delay of 10 minutes to switch imaging systems. There was no impact on patient outcome.